Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator was delivering low oxygen. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was delivering low oxygen. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. During evaluation the device failed a test step during testing. The device's machine flow sensor needs to be replaced to address the issue.